Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he can no longer locate his ipg with his charging system. The pt reported he still has stimulation, and the ipg battery is half full. A new charger was sent to the pt in (B)(6). No further info is available at this time.